Event description:
It was reported that the zimmer dermatome will not cut smoothly, and skips. Add'l clinical f/u with the hosp indicated that the graft was not one complete piece. There were missing areas within the harvested tissue. There was no injury to the pt and no surgical intervention was required. The graft was salvaged for use and the surgical procedure completed as planned. There is no add'l dermatome on site, only loaner during repair process.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.